Event description:
The reporter stated that, while testing the device with a therapy cable connected to a pt simulator, it alarmed "connect electrodes" when the charge button was pressed and wouldn't charge or deliver energy.